Event description:
At 13:00 an intra-aortic balloon pump (iabp) was placed in the right common femoral artery 2 cm distal to the left subclavian artery with the aid of ultrasound and transesophageal echo. At 18:30, iabp ruptured, blood in tubing. Immediately clamped by registered nurse (rn) and cardiovascular monitoring technician (cvmt) and cardiac care services (ccs) team called. Fellow at bedside at 19:15 to discontinue iabp. Pressure held on right groin site for total of 1.5 hours. Iabp tubing saved. No replacement of catheter.